Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device for evaluation. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that when the service technician replaced the fio2 cable assembly and powered it up, there was a strong smell/odor of something burnt. There was no report of any patient involvement associated with this reported event.